Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both ipgs were explanted and replaced to address the issue.

Event description:
Surgical intervention may occur to address the issue.

Manufacturer narrative:
It was reported that the patient underwent a hip procedure on (B)(6) 2023 and did not set their ipgs to surgery mode. The patient has not been able to connect to their ipgs since. Rep sees both ipgs in the generator's list but after attempting to pair using the magnet, they see the message: "generator is not paired." No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-05097. It was reported the patients ipgs became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.